Event description:
Boston scientific crm received information that this device was part of a legal action and the pt passed away 10 months following implant. This pt was a male. No allegations were reported at the report of death. Boston scientific has no specific information as to whether the device was involved in the pt's death. The device is subject to an advisory, insignia microcrystal failure mode 1 population (9/22/2005).

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On september 22, 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in march 2004. This device was manufactured before march 2004, and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory.